Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was later noted that the patient is part of the product surveillance registry.

Event description:
It was reported the device reached recommended replacement time (rrt) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable tachy lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Evaluation summary continued: upon further analysis, the device was shown to function nominally in terms of pacing output and current drain. Temperature cycling was performed in an attempt to reintroduce any failure that may have previously existed, but the device continued to function nominally. Optical inspection of the internal assembly and the scsp (stacked chip scaled package) did not reveal any obvious anomalies. The battery cell was then analyzed. Examination of the anode showed li (lithium) remaining along its entire length, with more discharge along the edges. This condition is similar to analysis findings of other batteries from devices with a known high current drain condition. There was also evidence of li isolation/severing in one turn of the coiled electrode assembly. (B)(4). Ultimately, no internal short occurred in the battery. A comparison of the performance data to a battery model suggests the 15 month implant time was related to the device¿s battery discharge rate, and the higher discharge rate would increase the discharge of the li and the likelihood of the li isolation/severing which was seen in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.